Event description:
It was reported that the pump miscalculated boluses. The customer experienced a low blood glucose (bg) level of 42 mg/dl. Customer consumed carbohydrates to address bg tandem technical support reviewed logs and found no issue with bolus calculation.